Manufacturer narrative:
During testing, it was noted that there was evidence of electrical sparking and burning on the driver printed circuit board. This was due to a broken component on the driver printed circuit board. The customer contact's report of e379 (l/s valve failure) was duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of an e379 (l/s valve failure) error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that there was evidence of electrical sparking and burning on the driver printed circuit board.